Manufacturer narrative:
(B)(6). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that when they immediately powered on their vela ventilator, the ventilator alarmed "xdcr fault". The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed and duplicated. Solenoids are slow to respond. Additional failure found, pt800 has failed. These issues will be internally investigated within vyaire.